Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube; biological and non-biological, air bubbles in gel. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: fm in gel x3, dirty tube x1, air bubbles ×1.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube; biological and non-biological, air bubbles in gel. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: fm in gel x3, dirty tube x1, air bubbles ×1.

Manufacturer narrative:
Investigation summary: bd received five (5) samples and four (4) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for 'embedded foreign matter (fm), gel bubbles, and dirt- fm' with the incident lot was observed. Bd was able to determine the root causes associated with the failure modes as: 1. The white fm in the gel is attributed to inadequate mixing of material used in the gel manufacturing process. 2. The embedded fm in the tube occurred during the injection molding start-up process. There was an inadequate purging of the line. 3. The defective marking/printing on the tubes is attributed to a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'embedded foreign matter (fm), gel bubbles, and dirt- fm' through corrective and preventive actions (CAPA) 2201538. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10